Event description:
It was reported that an animal underwent a veterinary procedure on (B)(6) 2013 and suture was used. While the veterinarian was removing the suture from the sterile packet, the swaged needle came away from the thread. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.